Event description:
While attending surgery with dr on 1/13/99 the implant driver instrument (1023-0206) broke while inserting the custom implant into the patient's femur. The breakage of the instrument was not noticed at the time of the implantation. The instrument was found to be broken by the scrub technician while cleaning up the sterile table. The technician showed the instrument to dr while he was closing the wound. After looking around the table and floor for the possible broken piece of the instrument, it was decided to take several x-rays of the patient's femur. No evidence of the broken piece appeared to be inside the patient's leg. Then the suction equipment was x-rayed to see if it was suctioned before closure. No evidence of the broken piece appeared to be in the suction equipment. Dr decided to open the partially closed wound and take a closer look. There was no evidence of the broken piece in the wound. The wound was thoroughly washed and the wound was closed. No broken piece of the instrument was found. The instrument was sterilized and picked up by medical personnel to investigate the incident further.